Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not yet received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was available for review. System logs were unable to be reviewed due to incomplete instrument information to identify the specific procedure. In addition, the product is an accessory and does not get captured in system logs. Based on the information available, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted radical hysterectomy surgical procedure, the mcs tip cover accessory installed on an mcs instrument fell inside the patient intraperitoneally. The mcs tip cover accessory was retrieved, and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the accessory to fall off mcs instrument. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure performed on an unknown date, the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument fell inside the patient intraperitoneally. The drop was not initially noticeable as it occurred outside of the camera's field of view. The drop was recognized during instrument visual inspection and a report from an assisting nurse. The customer believed the mcs tip cover accessory fell when the mcs instrument was being replaced with a mega needle driver and the accessory was caught at the port. The piece was retrieved from the patient. The mcs instrument was in use for about 9 hours. The customer then used the mega needle driver to suture the vaginal stump. Reportedly, the mcs instrument was installed on arm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information. However, no further details have been received as of the date of this report.